Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient underwent treatment of a dissection with a conformable gore tag thoracic endoprosthesis. On (B)(6) 2013, the patient presented to the hospital with chest pain. On (B)(6) 2013, an additional procedure was performed whereby the ctag device was explanted, and the descending thoracic aorta was rebuilt. The patient tolerated the procedure. Additional information has been requested.